Event description:
It was reported that the customer had high blood glucose levels of 310 mg/dl. The customer treated with a manual insulin injection. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)